Manufacturer narrative:
Date of event: date is approximate. Other applicable components are: product ID: 3093-33, lot #: v218129, implanted: (B)(6) 2009, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3093-33, (B)(4). Device evaluated by MFR: device received, analysis not yet complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received form a healthcare provider regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was initially reported that the patient reported the device was working great, until they noticed worsening urge urinary incontinence in (B)(6) 2018, wearing 6 pads per day. Other lower urinary tract symptoms reported were urgency, frequency every 30 minutes and nocturia 5x. They had tried and failed multiple overactive bladder medications. On (B)(6) 2018 the patient had been seen for a recheck of incontinence. This was described as a squirt of urine that would saturate clothes or pad and the severity was indicated by the use of 6 pads per day. The onset of the incontinence was gradual and had been happening for years. The leakage occurred in the context of urgency. It was noted that the patient had been implanted with devices in 2009 and 2014 and had cystoscopy and reprogramming by manufacturer representative (rep) on (B)(6) 2018. It was noted that the patient had 4 months of battery life left on the device at that time. It was also noted that the cystoscopy showed 50-100 klebsiella, which was treated with bactrim. The cytology was negative and the urinary analysis the day of the report was clear. The patient was referred to urogyn to exchange the device. On (B)(6) 2018 the patient had a follow-up consultation. The device had been in place for quite some time and the patient felt it had been helping their symptoms. Initially the device had been interrogated and due to some lead issues and a lack of symptom relief the patient was sent to surgeon to discuss options. It was noted a lead impedance was observed. On (B)(6) 2019 the patient had a recheck of their incontinence, they stated it was getting worse. It was reported that the patient was experiencing refractory urgency, urge incontinence, the device not working well and possible lead migration. An x-ray of the old device showed that the lead had migrated and was no longer in s3. The system was replaced. Additional information was received from the consumer via the manufacturer representative. The patient stated the device did not work well, they stated the device had never worked this time or before. This was the patient's 3rd device. The manufacturer representative suspected that the patient had unreasonable expectations for symptom relief. No further complications were reported or anticipated.

Manufacturer narrative:
Below are the analysis findings and test results: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The returned device passed all testing in the laboratory and no anomalies were identified. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from healthcare professional (hcp). They reported that patient had no utis prior to the implant. They had one documents uti on 2018 however none since. The cause of the uti was unknown, and possibly related to the patient's underlying urinary dysfunction, and not to the interstim device or therapy. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.